Event description:
It was reported that there was a separation between the heater line (red clamp) of the homechoice cassette and the heater bag which resulted in a leak. This occurred during dwell four of six of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient did properly tightened the connection before the therapy started. Renal therapy services (rts) assisted the patient in cassette removal. Rts advised the patient to contact their nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.